Event description:
Event description cpi received information that impedance and pacing threshold measurements of this implantable cardioverter defibrillator (ICD) were abnormally high. Additionally it was reported that there were some episodes of oversensing. The leads were checked with a pacing system analyzer (psa) which indicated that there was a lead problem. The physician decided at that time to abandon the lead and the ICD, and a new system was implanted.